Manufacturer narrative:
No product has been returned for investigation nor have radiographs been provided to confirm the event. Multiple attempts have been made to try and retrieve patient and event information. Labeling review: "...potential adverse events and complications potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." "... Metallic and internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone. These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant. " "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed. ..." "Post-operative warnings damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." No product returned for investigation.

Event description:
Received information stating patient underwent a revision spinal procedure on (B)(6) 2017, due to screw fracture and rod slippage. At this time it is unknown when the original surgery occurred nor what procedure was undertaken. No report of patient status was provided.